Event description:
The hospital reported that the deployment mechanism did not return to the correct position after deploying ¿t1¿ and that ¿t2¿ could not be deployed. After a request for additional information, it was confirmed that ¿t1¿ was removed.

Manufacturer narrative:
Two delivery devices with no t¿s or sutures were returned for evaluation. Functional testing was performed and both devices actuated and cycled as intended. A review of device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. No root cause related to the manufacture of the devices could be determined. No further investigation is warranted at this time. (B)(4).